Event description:
The recipient reportedly experienced device extrusion following a head trauma incident. The recipient presented with purulent discharge. On (B)(6) 2018, the recipient underwent repositioning surgery. The recipient then experienced an infection and skin flap breakdown. The recipient presented with discharge. On (B)(6) 2018, the recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Following repositioning surgery, the recipient was reportedly prescribed antibiotics for 1 week.